Event description:
It was reported that the subglottic suction doesn't work. Adapter is torn. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.